Event description:
An incorrect glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported unspecified inaccurate readings received from the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms and was unable to self-treat. The customer further reported receiving third-party treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.